Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. The product support engineer suggested swapping the ui assembly for troubleshooting. If problem persists to suspect the pm pcba, customer already has parts ID. If problem solves suspect the ui pcba or power switch overlay, provided parts ID for both. The product support engineer followed up with customer who verified they troubleshot the problem to the power switch overlay which was ordered. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a check vent alarm (1105) alarm light emitting diode (led) failed. There was no patient involvement.